Event description:
The following additional information received regarding the reported event: the issue of "color bar display" occurred before a procedure. The type of procedure is unknown. However, it was confirmed that the procedure was completed using another camera head.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the color bar did not reproduce. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the image with the hd autoclavable camera head disappeared when the camera system side connector part cable was touched, and a bar was displayed. There was no harm or user injury reported due to the event.